Event description:
From: productcomplaints@bd.com sent: saturday, june 8, 2024 4:19 pm to: productcomplaints productcomplaints@embecta.com. From: sent: 6/7/2024 6:32 pm to: productcomplaints@bd.com. From: [cpsupport@bd.com] sent: 5/3/2024 12:18 am to: customerportal@bd.com. Subject: from: comments: I was using one of your 31gx5/16¿ pen needles tonight, had it on the insulin pen, injected said needle into my upper left-side abdomen and when I went to insert the insulin, it broke off into my stomach. My cousin tried helping me to get it out, but we were not able to do so. Will you please tell me what I do to get this broken needle out of my left side? I found nothing on your website detailing what I should do. I¿m hoping that this means it¿s a rare thing to have happen with your products, products I¿ve used for years with never a problem until today. I appreciate your time and help with this matter. Thank you.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, impact code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. The customer reported that she was evaluated by her physician who indicated that she should monitor the site, but no medical procedure was performed at the time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time the customer reported that she was evaluated by her physician who indicated that she should monitor the site, but no medical procedure was performed.